Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the filter site on the IV set. The set was removed from the patient and a heparin lock was placed. There was no report of patient harm.